Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0020519. D4: medical device expiration date: 2025-01-31. H4: device manufacture date: 2020-01-20. D4: medical device lot #: 0209874. D4: medical device expiration date: 2025-07-31. H4: device manufacture date: 2020-07-27. D4: medical device lot #: 0098878. D4: medical device expiration date: 2025-04-30. H4: device manufacture date: 2020-04-07. D4: medical device lot #: 9259101. D4: medical device expiration date: 2024-09-30. H4: device manufacture date: 2019-09-16. D10: device available for eval yes, d10: returned to manufacturer on: 2021-02-09. H6: investigation summary: customer returned (88) loose 0.5ml bd insulin syringes with open polybags from lot#¿s 0020519, 0209874, 0098878, and 9259101. The customer reported that the plunger is not working. All 88 returned syringes were examined, then tested for plunger rod movement: all tested plunger rods were exercised and were able to move properly. No defects were observed. The customer reported that the stems of syringes broke. All 88 returned syringes were examined, and it was observed that none of the samples exhibited a broken plunger rod. No defects were observed. The customer reported that the plunger is not working. All 88 returned syringes were examined, then tested for plunger rod movement: all tested plunger rods were exercised and were able to move properly. No defects were observed. All 88 returned syringes were examined, and it was observed that 1 of the syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tip was observed on this sample. Customer returned (88) loose 0.5ml bd insulin syringes with open polybags from lot#¿s 0020519, 0209874, 0098878, and 9259101. The customer reported needles tilted on side. All 88 returned syringes were examined, and it was observed that none exhibited a bent cannula. A review of the device history record was completed for batch# 0020519, 0209874, 0098878, and 9259101. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A device history review could not be completed as for the unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure of needle hub/shield assembly separated from the barrel. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Capa1630423 has been opened to address this issue h3 other text : see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced difficult plunger movement and a plunger that was loose/separated/fell out. The following information was provided by the initial reporter: material no: 328468 batch no: unknown. Got box 2 weeks ago, 6th and 7th bag needles tilted on side; plunger not working; stems of syringes broke.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced difficult plunger movement and a plunger that was loose/separated/fell out. The following information was provided by the initial reporter: material no: 328468, batch no: unknown. Got box 2 weeks ago, 6th and 7th bag needles tilted on side; plunger not working; stems of syringes broke.